Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.75 x 12 synergy drug-eluting stent was advanced for treatment. However, during initial inflation at 6 atmospheres for 3 seconds, the balloon portion ruptured. During retrieval of the balloon, the stent was still attached and was removed at the same time. The procedure was completed with a non-bsc product. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the synergy ous mr 2.75 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon was reviewed via scope, and no visible damage was noted. Red blood-like media visible inside balloon and inflation lumen. A visual and tactile examination of the hypotube found a kink 75.5cm distal to the distal end of the strain relief. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. The wire-port was damaged with a jagged tear from the proximal edge of the wire-port which extended distally for 1cm. An attempt to inflate the device identified a leak at the damaged port site. The shaft was cut approximately 2cm distal to the damage and an inflation needle was introduced into the inflation lumen to assess the balloon. Inflation device verified before and after testing. A recommended guide wire loaded before inflation test. The balloon fully inflated and deflated, and the stent expanded without issue. There was no evidence of a balloon rupture. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.75 x 12 synergy drug-eluting stent was advanced for treatment. However, during initial inflation at 6 atmospheres for 3 seconds, the balloon portion ruptured. During retrieval of the balloon, the stent was still attached and was removed at the same time. The procedure was completed with a non-bsc product. There were no patient complications nor injuries reported.